Event description:
It was reported the replacement was a ¿regularly scheduled appointment¿ not due to device issues.

Event description:
It was reported that there was premature implantable neurostimulator (ins) depletion. The patient reportedly had a CT scan and their battery died ¿for good¿ shortly afterwards. The patient believed that they followed the guidelines. It was noted that the patient had the device less than a year. It was also noted that the patient¿s settings were higher and more complex than most people. It was further reported that the patient had got a new battery in the july of the year prior to the report and the device was replaced the following march. The patient inquired if the battery depleting so fast could be because they had a fall. The patient reportedly had a fall a couple months before the march prior to the report. It was also reported that the patient was sick for a few months and they hit their head on the ice so ¿it could very well be from that.¿ it was then noted that 50% of the patient¿s skull was missing and they could feel their skull shift while sleeping. It was further reported that the leads were intact in the brain but the battery died. The patient¿s disorder was reportedly ¿so intense that is they had to keep turning it up higher because their brain gets used to it.¿ additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3587a25, lot# n127252, implanted: (B)(6) 2008, product type: lead. Product ID: 3587a25, lot# n115795, implanted: (B)(6) 2008, product type: lead. Product ID: 3587a25, lot# n137856, implanted: (B)(6) 2008, product type: lead. (B)(4) .